Event description:
Philips received a complaint on the v60 ventilator indicating that there was a battery failed error code. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The customer informed the remote service engineer (rse) of the battery failed error code. A field service engineer (fse) went to the customer site and evaluated the device. The fse reviewed the event logs and confirmed the battery failed error code. The fse ran the device for 5 minutes and was not able to duplicate the issue. The fse replaced the power management (pm) printed circuit board assembly (pcba) to resolve the issue. Following the pm pcba replacement, the fse ran the device for 20 minutes and the issue was not duplicated again. The device passed a performance verification test to confirm that the device met specification and was returned to use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.